Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufu1491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "small crack/hole in statlock IV extension set causing patient's blood to spray out of side of tubing causing patient blood loss, distress and staining patient's clothing with blood."